Event description:
It was reported to boston scientific corporation that a commercial bsc plastic stent was implanted in the distal biliary duct of a patient on (B)(6) 2015 as part of (B)(6). On (B)(6) 2015 the patient underwent a stent exchange procedure. During the procedure, two previously placed plastic stents were removed and a 10fr x 9cm plastic bsc stent was placed with no issues reported. On (B)(6) 2016, during the planned stent removal procedure, it was reported that the device experienced a complete migration. It is unknown if the migration was distal or proximal, however, there were no details reported regarding the stent removal. Additionally, it was unknown if the migration was due to stricture resolution. The physician decided to implant three additional plastic stents in place of the one that migrated. There were no adverse events associated with the migration of the stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. ***additional information received on 16jun2017*** the stent that migrated had been implanted on (B)(6) 2015 and the direction of the migration was updated to proximal.

Manufacturer narrative:
The complainant was unable to provide the suspect device upn and reported lot number could not be matched. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). Reported event of "stent migration". According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a commercial bsc plastic stent was implanted in the distal biliary duct of a patient on (B)(6) 2015 as part of the (B)(6) study. On (B)(6) 2015, the patient underwent a stent exchange procedure. During the procedure, two previously placed plastic stents were removed and a 10fr x 9cm plastic bsc stent was placed with no issues reported. On (B)(6) 2016, during the planned stent removal procedure, it was reported that the device experienced a complete migration. It is unknown if the migration was distal or proximal, however, there were no details reported regarding the stent removal. Additionally, it was unknown if the migration was due to stricture resolution. The physician decided to implant three additional plastic stents in place of the one that migrated. There were no adverse events associated with the migration of the stent. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.